Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 1 was failed. A field service engineer powered off device, reseated row board cable at drawer controller board, restarted device, logged into the hardware test application (hta), ran functionality test, rebooted device. Then, fse found the station fully launched with failure on drawer 6 rows d and e were not detected on bus. So, reseated row board cables at the drawer controller board and row trays, ran functionality tests using the hta, and confirmed that all cubies were detected and functioning properly after the final restart. Performed preventative maintenance found dried spill on row tray a in drawer 6 and physical damage to top cover and replaced damaged row tray and top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 1 had failed and device is not detected on bus. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.